Manufacturer narrative:
Final device investigation found a crack along the inside of the cannula. The duckbill seal was examined and found to be acceptably closed at the slit. The sleeve was then functionally tested for leaking. The device passed a leak test when the sleeve was tested by itself, but showed evidence of leaking during insertion of a test obturator through the device, and of minor leaking when the test obturator was fully inserted into the device. The device history record was reviewed and no discrepancies were noted. As each device is visually and functionally tested prior to being released, no conclusion could be reached regarding what might have caused the reported event.

Event description:
It was reported that during a laparoscopic cholecystectomy, the seal failed on two devices. The devices were replaced. There were no known injuries or consequences to the pt. This report is for the first device. Additional info was requested, but no additional info was available. See MFR report #2134070-2013-00010 regarding the second device.